Event description:
Caller wishes to report two glucometers with varied test results. Rptr was using the devices as practice for when she may need to depend on them for her diabetic management. No injury resulted. Rptr took samples at the same time for several days, and compared the results on each machine for the same blood sample. Rptr got varied results, and contacted the MFR. The MFR claims the results should be within 20% of accuracy. Rptr is a health professional, and ensures that all variables that could alter test results were functioning normally (callibration, test strips, control solution). MFR will be sending a new glucometer to the rptr. The rptr is not at all unhappy with the MFR's svc, but does express a concern that glucometers in general may not be the best way for lay persons to control their diabetes.